Event description:
It was reported that during the implant procedure the r wave values diminished when measuring with the analyzer. It was noted a new filter was being used on the analyzer. The right ventricular lead was repositioned twice and the results of the r wave measurements were similar; however, with the final pacing system analyzer the measurements improved. The lead was placed on the septum. When the device was connected to the lead, the r-waves improved again. The lead remains in use. It was also reported that while increasing the paper speed from the analyzer, there was a "notch" with a two to three millivolt amplitude followed by the r wave signal. The analyzer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).